Manufacturer narrative:
UDI updated one device was returned for analysis. Visual inspection showed the pump was used and not in its original packaging. Unable to review of the event history log due to error code 1260 on the pump display. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the customer re-soldering the clock battery to the incorrect position polaris on the microprocessor board. As a result, the microprocessor board was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited error code 1260. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.